Manufacturer narrative:
Precision studies were performed. The instrument was checked and no abnormalities were found. All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Since false reactive results may occur in elecsys hiv combi pt based on labeled assay sensitivity. The elecsys hiv combi pt assay performs within specification. Medwatch field e1 initial reporter establishment name: the full facility name was provided as (B)(6) hospital. Medwatch field e1 initial reporter street line 1: the full address was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv combi pt on a cobas 6000 e601 module. No questionable results were reported outside of the laboratory. The initial result did not agree with the patient's clinical diagnosis, so the sample was repeated. The sample initially resulted in an hiv combi pt value of 2.58 coi (reactive). The sample was repeated, resulting in a value of 0.223 coi (non-reactive). It was noted that the sample in question had severe hemolysis. A new sample was collected from the patient and this sample resulted in an hiv combi pt value of 0.232 coi (non-reactive). This sample had normal clarity.